Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in good physical condition. The event history log indicated that two 10ml and one 20ml bolus test was performed prior to the pump's return to the manufacturer. Delivery accuracy testing performed during investigation found the pumps average delivery error to be within the published specification of +/-6%.

Event description:
It was reported that the pump failed 20ml accuracy by -8.3%. No injury was reported.